Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Etoposide residue was found on the smartsites of the 13mm vial access devices after drawing up the drug, and disconnecting the texium bonded syringe from the devices. Residue was wiped off the syringe tip with an alcohol pad prior to injecting into the bag. Etoposide residue was found on the smartsite bag access of the texium infusion set after injecting etoposide into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
Additional information added; d.10. The customer¿s report that residue was found on the smartsite of the vial access device after drawing up drug and disconnecting the texium bonded syringe was confirmed after review of the picture evidence the customer provided. The texium syringe and vial access devices were visually inspected for cracks, holes/tears or damages to the components. Visual inspection observed no residue with the received texium or vial access devices. Functional testing did not find any leaks or replicate any instances of residue when activating and deactivating the mating components between the texium syringe and vial access devices. The customer did not send in the texium infusion set. The root cause of the customer¿s report could not be determined because no leftover residue was replicated during internal lab testing.

Manufacturer narrative:
Concomitant medical products: qty (B)(4)- etoposide 100mg/5ml, accord ndc 16729-114-31, lot: x17311, exp: 08/20 and x17312, exp 8/20. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Etoposide residue found on the smartsites of the 13mm vial access devices after drawing up the drug and disconnecting the texium bonded syringe from the devices. Residue was wiped off the syringe tip with an alcohol pad prior to injecting into bag, etoposide residue found on the smartsite bag access of the texium infusion set after injecting etoposide into the smartsite bag access with the texium bonded syringe.